Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) system recorded untreated episodes due to oversensing of non-physiologic artefacts. Technical services (ts) was consulted, discussed a dramatic rise in tachycardia counters and potential electrode integrity anomaly. Ts suggested x ray to review lead path and likely lead placement. This s-ICD system therapy was programmed off. This s-ICD system remains in service. No additional adverse patient effects were reported.